Manufacturer narrative:
(B)(4). No button error alarm noted. Insulin pump had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test or verify low battery, no delivery alarm due to unresponsive button. Insulin pump had minor scratched lcd window, no cracked lcd window noted. The test reservoir locked in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump had a scratches on the screen. The customer stated that the insulin pump rejected more batteries. The insulin pump will not be returned for analysis.